Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that 3 cadd legacy cassettes have all alarmed "no disposable clamp tubing" in the last 2 days. Switching to backup pump did not resolve the issue. Patient reports to have found a cassette with a different lot number which is working without issues. No patient injury was reported.